Event description:
It was reported that the user received steel needle infusion set samples and was unable to attach the connector to the long tube; it was verified the user had tried a different brand, and the contact detach sets on hand were confirmed compatible, after which troubleshooting and education were completed, classifying the issue as a fitting problem involving the connector/coupler. Investigation of this case revealed a mechanical problem identified, specifically a fitting problem traced to the connector/coupler, with no clinical effects observed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was component-related failure leading to a fitting issue.